Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient noted a driveline communication fault alarm on their system controller on (B)(6)2024 at 9:51 pm. They presented to the emergency department for left ventricular assist device (lvad) evaluation. The patient described they were feeling their usual health. The event log file confirmed a driveline communication fault on (B)(6)2024. It was a driveline communication b fault alarm. The lvad was functioning as intended. The system controller and modular cable were exchanged which resolved the driveline fault alarms.

Manufacturer narrative:
Section h6 health effect - clinical code: corrected. Manufacturer's investigation conclusion: the reported event of driveline communication fault alarms was confirmed via evaluation of the submitted log files. Data from the reported event date 12dec2024 was reviewed and throughout the reviewed duration multiple driveline communication fault alarms were active due to com_b_faults. There were no other notable alarms active in the log file. Pump operation was not affected, and the device appeared to function as intended. The heartmate 3 modular cable was returned for analysis. The reported communication fault alarms were not reproduced. The modular cable underwent resistance and insulation testing in order to evaluate the integrity of its inner wires. The yellow (communication b) wire intermittently measured as an open line upon heavy manipulation of the cable. The cable¿s polyurethane and inner layers were stripped, and the yellow wire was found to be severed. The damage to the yellow wire is consistent with reported driveline communication fault alarms activating. The root cause of the reported event was unable to be conclusively determined through this investigation; however, the observed damage is consistent with reported event. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline communication fault alarms. Heartmate 3 instructions for use section 2 - ¿system operations¿ and heartmate 3 patient handbook section 2 - ¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. Heartmate 3 instructions for use section 2 - ¿system operations¿ and heartmate 3 patient handbook section 2 - ¿how your heart pump works¿ instruct the user, ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel, and straighten.¿ the patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.